Event description:
The asset/loaner high frequency electro-surgical generator was returned to olympus for service inspection. There was no defect or malfunction associated with the device. However, upon inspecting and testing, the generator displayed an e433 error code which was attributed to a faulty circuit (hvps) board. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation identified the generator displayed an e433 error code which was attributed to a faulty circuit (hvps) board. Additional findings include, the device has an older type (lvps) cable and circuit board, a cracked front panel, and is using an older software version. The unit was missing fuses and had a burned (hvps) circuit board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g2 to add the foreign country germany. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between a faulty circuit (hvps) board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.